Event description:
It was reported that this patient experienced multiple ventricular tachycardia (vt) events following ventricular pacing. It was hypothesized that these asynchronous paces could be inducing vt. Boston scientific technical services (ts) was contacted and reviewed a provided device data strip. It was noted that the patient has a very short atrioventricular delay and a high pacing rate, but was unable to conclusively determine whether the vt was induced due to device performance or fusion. Reprogramming options were provided. Additional information has been requested regarding the device and healthcare facility information, but has not yet been received. At this time, the device remains implanted and no additional adverse effects were reported.